Event description:
Red status indicator and device service required prompt heard. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 5th april 2016. Upon receipt, the -ve terminal pogo pin was found to be stuck inside the device, which had resulted in an inability to power on the device upon receipt. After removing the pin from its housing, further inspection revealed that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring would have resulted in an intermittent connection from the device to the pad-pak. This would have had caused the voltage fluctuations observed throughout the device memory and the multiple failed self-tests due to low battery. The user would have been alerted with ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. The fault could not be replicated with a new -ve terminal pogo pin. This would confirm a failure of the pogo pin within the returned unit. Furthermore, corrosion was observed on multiple components of the device exterior, including the terminal pogo pin contacts of the lower case. This may have resulted in pogo pin becoming stuck inside its housing, as witnessed during investigation, and would indicate the device had been stored outside of the recommended conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and device service required prompt heard. There was no patient involved in this event.